Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncopal episodes and that the right atrial (ra) lead and right ventricular (rv) lead showed no capture. In addition, it was reported that the implantable pulse generator (ipg) appeared to be potentially under reporting the patient's arrythmias based upon programmed blanking/timing cycles. The leads and ipg remain in use. No further patient complications have been reported as a result of this event.